Event description:
Information was received indicating that a cadd-prizm vip, mdl 6101 pump was started on (B)(6) 2021 and stopped on (B)(6) 2021 as scheduled. Per reporter the bag was still full and the pump setting report showed the residual volume was zero, nothing infused.

Manufacturer narrative:
(B)(4).